Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (indicating factory state). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Successfully activated returned sensor with known good reader. No malfunction or product deficiency was identified. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor error message from the adc device and was therefore unable to obtain readings. The customer had contact with a healthcare professional and received treatment of insulin (dose/type unknown). No additional information was provided. There was no report of death or permanent injury associated with this event.